Event description:
The consumer was using the walker when the leg and wheel allegedly broke on the right side. The bar on the bottom right side allegedly cracked underneath. This allegedly resulted in the consumer falling and fracturing her wrist.

Manufacturer narrative:
Device has been in use for over 4 yrs. Device maintenance record is unk. Info allege a wheel broke. Unk if impact and or lack of maintenance has contributed to the alleged event. MDR filed based on injury claim.